Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed, which did not replicate or confirm the customer reported event. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. The vse instrument was connected to the in-house e-100 generator without an issue. The vse passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The vse instrument passed cut and energy delivery tests. No sealing issues were observed. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75 lbs at the straight orientation. Grip force test values: straight: 6.72; pitch: 6.47; yaw: 6.69. Additional observation not reported by site: the vse instrument was found to have 2 dislodged ceramic dots from the distal. The dislodged ceramic dots were not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. Isi reviewed the site¿s complaint history, which does not show any additional complaints related to this product and/or this event. A review of the device logs for the vessel sealer extend associated with this event has been performed. Per this review of the logs, the vessel sealer extend instrument was last used on (B)(6) 2022 via system sk3010. There were 1 use remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The vessel sealer extend instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. The probable root cause of missing ceramic dots is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) had recognition issue and could not activate seal mode. The customer used a backup vse to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the customer confirmed there was no fragment fell into the patient and no physical damage was noted during the last use. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.